Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 20-nov-2017 a field service engineer (fse) checked the integrity and seal of the tubing from the diluent bottle to the back of the aia-360 instrument. The fse ran several diluent primes and observed a small amount of fluid passing through the diluent pump. The fse replaced the diluent pump. The fse proceed to prime the new diluent pump and noticed diluent tubing full as expected. The fse ran a sample 10 times to check the operation of the diluent line; no errors were observed. The aia-360 instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 14-oct-2016 through 14-nov-2017. There were no other complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states that error message 2012 air detected (diluent) is generate when there is no contact with the liquid after diluent suction. The operator is instructed to contact the service department for troubleshooting. The most probable cause of the reported issue was due to a faulty diluent pump.

Event description:
On (B)(6) 2017 a customer reported that the aia-360 instrument is utilized at the user facility only for intact parathyroid hormone (ipth) testing during a patient surgery. The customer reported that on (B)(6) 2017, after transporting the aia-360 instrument to the location where it is run during the surgery, it was noticed that the diluent line coming from the diluent bottle was leaking at the back connection port. The customer attempted to resolve the leak before calling tosoh technical support by removing and trimming the tygon tubing line from the connection port and re-attaching it back on; however, this did not resolve the issue. The customer reported that the aia-360 instrument began getting 2012 air detect (diluent) error messages. The customer reported disconnecting the diluent line from the aia-360 instrument to drain the tubing of fluid. The technical support specialist (tss) advised the customer that this step was not recommended because the diluent pump had probably lost its prime due to air injection. The tss advised the customer to perform 10 or more diluent primes from the maintenance screen in efforts to get the diluent pump primed and diluent flowing again. During a follow-up call on the same day, the customer reported that the aia-360 instrument was primed without any errors; however, upon running patient samples the 2012 air detect (diluent) reoccurred. The customer was unable to run the aia-360 instrument, which resulted in delay in reporting of patient results for ipth. A field service engineer (fse) was dispatched to address the issue. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.